Manufacturer narrative:
Investigation summary: DHR review for batch 6182965: manufacturing dates: 07/11/2016 to 07/12/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6182965 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose 1ml assembled syringe was received by bd (B)(4) and reported to be from batch # 6182965. This material is manufactured in (B)(4) as a syringe only product without a needle attached. The sample was visually evaluated. The syringe had a needle attached. No visible defects including foreign matter were observed. The needle was removed to better evaluate the syringe tip. No fm was observed under the needle on the barrel tip. Three photos were received for evaluation. In the photos, a needle was attached to the syringe. Then the needle was removed and a thin fiber was observed on the tip of the barrel. The fiber was then removed and measured to be approximately 1.0 cm. The product supplied by bd (B)(4) is a syringe only product ¿ no needle. The fiber observed in the photos was between the hub and the barrel tip. Therefore it is possible to have been introduced after the needle was being attached to the syringe. The fm origin could not be traced to the syringe manufacturing process at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Conclusion: based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure, however the defect could not be confirmed to originate at the manufacturing plant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the tip of the barrel of a 1 ml bd luer-lok¿ disposable syringe. There was no report of injury or medical intervention.